Event description:
The system 5 dual trigger rotary was sent for service and during testing at the MFR it was found that the handpiece was leaking at the trigger. There was no pt involvement and no adverse consequences associated with the device.